Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the cine bridge and the hard drive and the cable and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce the cine runs. No pt injury was reported.